Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown , implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported that the patient went to increase the stimulation on program 3 today from 2.5 volts to 3.0 volts and was not able to feel the stimulation. They were concerned they could not feel the stimulation at all, and were worried something came loose. Program 4 was tried, and the patient went up to 3.0 volts and still was not able to feel anything. The patient wanted to talk with someone, as they were very upset and worried that something came loose, as they could not feel the stimulation. The issue was not resolved at the time of the report.